Event description:
Received a letter from baxter healthcare via us mail on (B)(6) 2010 regarding baxter case number: (B)(4) initiated by pt's attorney with an unreported date of event. Between (B)(6) 2008 to (B)(6) 2008, the pt received medefil heparin lot numbers h107340 and/or h108116 IV 250 units (100 units/ml, 5 ml vial) for maintenance of PICC line. On an unreported date, the pt experienced hypotension, sepsis, low platelet count, nausea, vomiting, headache, stomach pain, skin rash, dehydration, dizziness, bacterial infection, fatigue, constipation, anemia, hypokalemia, hyponatremia and death. Treatment included blood transfusions, IV hydration, platelet transfusion and pharmacological intervention. Per attorney, the cause of death as listed on the death certificate (not provided) was graft versus host disease, cmv disease, allogenic transplant and chronic idiopathic myelofibrosis. No further information is available at this time.

Manufacturer narrative:
Product were released for commercial distribution following the release testing criteria for heparin lock flush solution, usp monograph. These lots were recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium, recall number z-1543/1545-2008. The side effects of oscs include nausea, vomiting and shortness of breath. Pt's feeling some of the symptoms detailed above on an unreported date. However, as listed on the death certificate (not provided), the cause of death was graft versus host disease, cvm disease, allogenic transplant and chronic idiopathic myelofibrosis. Recall has been completed and closed as acknowledged by FDA on letter dated april 15, 2010. Additional lot number: h107340, manufacture date: 12/27/2007, expiration date: 11/30/09.